Event description:
It was reported that a craniotomy was performed and a shunt system was removed from a nine month old baby. The baby experienced a swollen head. It was reported that the integral connector was found broken. The shunt system had been implanted when the baby was three months old. There were no serious injuries to the baby.